Event description:
Patient reported that one of her pumps will not prime her tubing, so she has been using her backup pump only for the last few days. Sn of malfxn pump (B)(4). Pump will be replaced. Did the reported product complaint occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. If yes, was any medical intervention provided: n/a. Was a return box sent to the patient to return with the malfunctioning pump to the vendor: yes. Dates of use: (B)(6) 2016 to ongoing.